Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the low impedances were account for a change in parameters that were not previously known. There were no concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders the rep was asking about longevity calculations since the patient's first ins lasted almost 5 years and that patient has only had the current ins for about 2.5 years and was at elective replacement indicator (eri) already. Ins was currently at 2.53v. Patient does not have any change in symptoms and their tremor was being managed by the therapy. There was an allegation/dissatisfaction with longevity. Calculations for the current settings were; c+0-, 3.1v 90us, 180hz, 623 ohms, 24/7 = 2.1 / 2.4 yrs. The rep noted that the c/0 impedances is 626 ohms and other pairs with #0 are in the 11-1400 range. Other bipolar are in the 1400- 1700 range today. The rep did longevity calculations of settings that were being used at time of ins replacement in april 2017 which was 2.2, 90us, 180hz, 1075 ohms = 4.8 / 5.0 years (caller subsequently indicated that patient was actually at 2.3v and impedances was 946 ohms for therapy but no estimate run on these settings). The patient's past history at the same setting of c+0- included, 90us, 180hz from jan 2018 to june 2019. (B)(6) 2017 shows programming of 2.3v, 90us, 180hz and the impedances of 946 ohms. They have always used c+0- for programming . Today after running initial therapy imped using settings of 3.1, 90us, 180hz, caller reran therapy imped using rate of 130hz (all other settings were the same) and result = 623 ohms. Caller then conducted therapy imped at 2.5v, 90us, 130hz and got 626 ohms. All of these were measured at 0.7v. Caller was surprised that imped didn't vary more due to lower settings. There was no clinician programmer available to measure impedances against. The rep didn't know how to explain the imped staying relatively the same. The patient will have their ins changed out in the next 30 days. The rep wanted to know if they should consider changing out the extension due to lower impedances and if this will help ins last longer. No symptoms were reported.